Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50 x 32 synergy drug eluting stent was advanced to treat the lesion. However, severe resistance was encountered and the device failed to cross the lesion. It was pushed several times but was still unable to cross. The device was removed and the proximal part of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported.